Event description:
The arterial chamber filter screen pops off and results in blood loss. The reporter of this event was contacted 2 days after the event for additional information. According to the rn, the actual part on bloodline that separated was the medication port line. The separation resulted in an approximate 300 ml blood loss to the patient. The patient never reported any signs or symptoms from this blood loss or was symptomatic. A new set of bloodlines was set up on the dialysis machine and the treatment resumed with no further ill effect to this patient. The actual bloodline used for this treatment was discarded.